Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (approximately 300-400 mg/dl) and correction boluses via the pump were delivered to address the bg level. During troubleshooting with tandem technical support, the pump settings were found to be incorrect. The customer updated the settings and believed that this was the cause of the high bg. The customer did not require further follow-up